Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was cancelled. It was found by the hospital biomed staff that the fast stop button had been pushed unintentionally. This would disable all motor movement functions until reset. The switch was reset and the system returned to service.

Event description:
It was reported that the system 9900's remote user interface could not operate the motorized c arm functions creating a delay in care. There was no adverse pt involvement reported. There was no pt info reported.